Event description:
It was reported that "clip applier misfired."

Manufacturer narrative:
The device is being investigated by the quality engineer. When I receive the final investigation report, I will file a supplemental report.